Event description:
It was reported that an unspecified quantity of minicap extended life pd transfer sets ¿came apart¿ and leaked from around the twist clamp. This occurred during unknown process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.